Event description:
The customer reported that the grid was damaged on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep supplied and fitted the pitted grid. The system operates as intended.